Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10

Event description:
It was reported that 10 pen needle 31g x 5mm tw benelux pk were unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer said that in every needle box, there are 10 needles which are clogged and therefore are not useful. It seems to be a problem for years,

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 pen needle 31g x 5mm tw benelux pk were unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer said that in every needle box, there are 10 needles which are clogged and therefore are not useful. It seems to be a problem for years,